Event description:
It was reported that the coil of an asahi gladius mg 14 pv had unraveled during a percutaneous peripheral intervention (ppi) to treat a moderately calcified chronic total occlusion (cto) in the anterior tibial artery. The guide wire was advanced in attempts to cross when its tip became trapped in the cto. The physician found the coil was unraveling and removed the guide wire from the anatomy. When the physician checked the removed guide wire by pulling the tip, the tip separated. The ppi was resumed and plain old balloon angioplasty (poba) was performed to successfully reestablish the blood flow. There were no adverse patient effects associated with this event. The patient was reportedly fine after the procedure.

Manufacturer narrative:
Manufacturing site: asahi intecc ((B)(4)) co., ltd., (B)(4), registration number: (B)(4). The reported gladius mg 14 pv guide wire was returned for evaluation. Elongation of the coil was confirmed at approximately 70mm distal to the proximal solder (fixing the coil onto the core) that was originally located at 85mm from the tip. The elongated coil was fractured and had a flat fracture surface, indicating that torsion generated when the coil was pulled to elongate had caused the fracture. The torn end of the polymer jacket was found stretched. The polymer jacket was removed for observation purposes. Both core and inner coil wires were twisted off at approximately 80mm from the tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with torquing manipulation had most likely contributed to the observed fracture on the returned guide wire. The applied stress would localize and therefore exceed the product design limit when the tip was being caught by the cto. Tensile stress generated with removal then contributed to elongation of the coil with the polymer jacket. It was concluded that this event was not attributed to product quality. Because the separated tip was not returned, it was unable to completely rule out a possibility that some fragments might be left in the patient anatomy. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. Otherwise, the guide wire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects]: separation of the guide wire.